Manufacturer narrative:
With regard to this complaint, one eva cartridge with vgpc set and I/a tubing was received for investigation. The involved vitrectomy cutter was not returned. Visual inspection of the returned product revealed no anomalies. The cartridge and tubing were placed on eva with a new vitrectomy cutter. The priming phase was completed without any problem and no bubbles were observed. Based on the performed investigation, it was concluded that the reported event was not related to the items returned for investigation. However, the reported complaint could potentially be related to the vitrectomy cutter included in the pack. However, as this device was not returned for investigation, the investigation findings do not lead to a clear conclusion regarding the cause of the reported event.

Event description:
A customer reported that during a surgery air suddenly got into a patient's eye. This happened just one time. The procedure was completed without further problems after rebooting of a machine. Patient's harm did not occur.

Manufacturer narrative:
Complaint article was received by d.o.r.c. Investigation will be initiated as soon as possible.

Event description:
A customer reported that during a surgery air suddenly got into a patient's eye. This happened just one time. The procedure was completed without further problems after rebooting of a machine. Patient's harm did not occur.